Event description:
A 2 year old female with medical history of tetrology of fallot, pulmonary atresia and hypoplastic pulmonary arteries with probable abnormal arborization. S/p blalock taussig shunt and s/p pulmonary valve replacement with pulmonary homograft on 7/19/95, required explant due to pulmonary insuffuciency and right ventricular failure on 8/16/96. Valve was replaced with new homograft and another co's patch. Pt tolerated procedure well. Site related valve calcification to the homograft but did not relate the pulmonary insuffiency to the homograft.